Manufacturer narrative:
(B)(4). D6a: exact implantation date is unknown however was reported to have occurred in (B)(6) 2025. D10: medical product: rotating hinge knee right size d cemented option femoral component: catalog#00588001402, lot#ni; size 3 precoat non-modular cemented tibial component: catalog#00588000302, lot#66662548; 12mm height size d articular surface with hinge post extension: catalog#00588004012, lot#66881227. G2: foreign: germany. H6: proposed component code: mechanical (g04) - stem. The product will not be returned for further evaluation however the investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial right total knee arthroplasty. Subsequently, one (1) year post-implantation, the tapered joint between the femoral component and femoral stem fractured. Revision surgery was performed to replace the affected components. Due diligence is complete as multiple attempts have been made however no additional information has been provided.